Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that retrieval sheath failed to recapture the filter. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified carotid artery. A 190cm filterwire ez was selected for carotid artery stenting (cas). However, when recapturing the filter, the retrieval sheath could not reach the position of the filter due to obvious resistance. Therefore, the guide catheter that was already in use was used to assist in capturing the filter and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Event description:
It was reported that retrieval sheath failed to recapture the filter. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified carotid artery. A 190cm filterwire ez was selected for carotid artery stenting (cas). However, when recapturing the filter, the retrieval sheath could not reach the position of the filter due to obvious resistance. Therefore, the guide catheter that was already in use was used to assist in capturing the filter and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The wire returned inside the delivery sheath and the filter bag came back in undeployed state. Sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath, moreover the spring tip was bent and stretched. Based on analysis of the returned product, the reported allegations could be confirmed, due the filterwire condition.